Event description:
Corrected information: a gel port was not sued. The procedure was done through the alexis wound retractor. Additional information: bleeding was from a vessel. There are no significant vessels to take in this case. Vessel is unknown. Patient was still in the hospital and patient received 2 units of blood. No additional surgery was required and patient was discharged around (B)(6).

Event description:
It was reported that during a protocolectomy and j-pouch procedure, the knife was sticking. The user was directed to push the button in further to correct the sticking. It was observed they were going a little too fast. They did always get a done tone with each bite. There was an active bleeder and it was corrected /sealed. There were no active bleeders after the correction. Everything looked dry, no leaks detected. However, three days post-op, the patient is still bleeding. It is unknown what vessel is bleeding. The patient is currently being perfused. Presently there are no plans to re-operate. Per the sales rep a bovie was used as well. No vessels were taken with bovie. Procedure was done through an alexis wound re-tractor. The hand was put in using the gel port through a small incision.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.